Event description:
An error 9 message was reported with the abbott diabetes care (adc) device. As a result, the customer was unable to obtain readings and experienced a loss of consciousness. The customer was unable to self-treat and received glucose via oral and injection from a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Built-in reader test was performed. The reader test passed. No error message was observed. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error 9 message was reported with the abbott diabetes care (adc) device. As a result, the customer was unable to obtain readings and experienced a loss of consciousness. The customer was unable to self-treat and received glucose via oral and injection from a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.